Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The customer reported the articulating portion was beginning to fray and fears it may eventually affect the patient. The device issue was noticed after a gastric sleeve upon removal from the patient. There was no patient injury or death, the patient was stable, and no adverse effects. The procedure was completed as planned. The device is always stored and sterilized with protective sleeve. The device is not bent to fit into sterilization tray. The size tray is the peel packed separately. The customer verified the wire material fray is protruding, causing him to be poked by the material after it was disinfected, he was not injured and needed no medical intervention. The device has not been repaired, it was a fairly new item, it had only been used a few times. The lot number is unknown as the device has been returned.

Manufacturer narrative:
The 89-6112 device was received for evaluation. The articulating portion is beginning to fray and customer fears it may eventually affect the patient. The customer reported the device issue was noticed upon removal from the patient, no patient injury or death. Evaluation of the device by the product engineer, manufacturing engineer and quality engineer confirmed the reported issue. Visual examination revealed that the cable had frayed and broke at the 5th segment. All segments were accounted for and retained on the nitinol wire (wire that holds the segments). The break is indicative of some type of excessive force/ stress applied. In addition, when device was articulated, it was observed that the device had dried debri between the knob and the handle indicating poor maintenance practices if the device is not cleaned properly and retains dried debri this can cause increased friction and tension on the wire/cable and therefore cause premature failure of the device. Force/stress coupled with improper chemical processing caused premature failure of the device.